Event description:
Dealer advised two seat rails will not open fully open due to being bent at weld causing seat to sag out of the box.

Manufacturer narrative:
This issue related model no. Is trsx52fbp, and the serial no. Is (B)(4), we have checked our DHR and MFR history, this alleged production is not in our list, means this wheelchair is not manufactured by our firm, I think this is due to dealer mixing up wheelchairs from different mfrs.